Event description:
Dealer states the chair shows low batteries. When you turn the chair off and on it would drive intermittently. All error codes point to bad batteries or loose connections per tech service.